Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that during a lead revision, the distal tip was not connected to the rest of the lead. The distal tip remained in the patient. The patient claimed there were no factors that led to the issue. The patient was being sent to a neurosurgeon to remove the tip and insert a paddle lead. Surgery was planned, but it was not yet scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that there was a return of symptoms. Patient claimed he has had 2 cardiac surgeries since implant and turned stim off during both. An impedance check was performed and high impedance was discovered. The rep reported they programmed around contact. Issue has been resolved. No further complications were reported/anticipated.